Manufacturer narrative:
Complaint conclusion: about three years ago a 6 mm x 150 mm smart 120 vascular self-expanding stent was implanted with a non-cordis 6 mm x 200 mm stent to the right lower extremity during percutaneous balloon dilatation and intra-arterial stent implantation. Both stents were overlapping one another on implantation about 1.5 cm overlapping part. The patient recovered well after surgery. The patient was admitted to the hospital about three years ago with a complaint of intermittent pain in both lower extremities for more than two months. After completing the preoperative examination and excluding contraindications to surgery, the patient underwent percutaneous vascular balloon dilatation of the right lower extremity and intra-arterial stent implantation about three days later. The initial intended lesion vessel was the right superficial femoral artery. The vessel characteristics at the target site are no calcification, tortuosity, 100% stenosis, no acute angle or bifurcation, and a chronic total occlusion. About two months later, the patient underwent percutaneous balloon dilatation of the left lower extremity and an unknown endovascular stent implantation. Afterwards, fever, redness and swelling of the right lower limb appeared, and stent infection and sepsis were considered. About a month later, the right thigh was amputated, and intraoperative pseudoaneurysm formation was found at the bridging of the two stents, and later the patient's right lower limb infection was identified as possible "mars stent implantation by medical damage". The hospital reported it as an adverse event to the china nmpa directly. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned because the device was disposed of in the hospital since the patient had a leg amputation. The product was not returned for analysis. A product history record (phr) review of lot 17989779 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿infection and pseudoaneurysm¿ were not confirmed. The device was not returned for analysis, and neither were procedural film/images. The exact cause could not be determined. Vessel characteristics of moderate calcification and 80% stenosis may have contributed to the reported event. An infection is the invasion of tissues by pathogens, their multiplication, and the reaction of host tissues to the infectious agent and the toxins they produce. A pseudoaneurysm, also known as a false aneurysm, is a locally-contained hematoma outside an artery or the heart due to damage to the vessel wall. The injury passes through all three layers of the arterial wall, causing a leak, which is contained by a new, weak, "wall" formed by the products of the clotting cascade. A pseudoaneurysm does not contain any layer of the vessel wall. This differentiates it from a true aneurysm, which has all the three layers of the vessel wall, and a dissecting aneurysm, where there is a breach in the innermost layer of an artery and subsequent dissection/separation between the tunica intima and the tunica media. Pseudoaneurysm, being close to the vessel, can be pulsatile; it may be mistaken for a true aneurysm or dissecting aneurysm, or vice versa. These are known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Prolonged ischemia due to the stent occlusion, causes a decrease in limb perfusion threatening limb viability. Amputation is necessary to preserve viability in the healthy part of the limb. The events reported could not be confirmed as the product was not returned for analysis and procedural images were not received, and no determinations could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported events. However, patient factors and pharmacological factors are likely as the event occurred 3 years after implantation. According to the information for user (IFU), ¿appropriate antiplatelet/anticoagulant therapy should be administered pre and post procedure¿. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, about three years ago a 6 mm x 150 mm smart 120 vascular self-expanding stent was implanted with a non-cordis 6 mm x 200 mm stent to the right lower extremity during percutaneous balloon dilatation and intra-arterial stent implantation. Both stents were overlapping one another on implantation about 1.5 cm overlapping part. The patient recovered well after surgery. The patient was admitted to the hospital about three years ago with a complaint of intermittent pain in both lower extremities for more than two months. After completing the preoperative examination and excluding contraindications to surgery, the patient underwent percutaneous vascular balloon dilatation of the right lower extremity and intra-arterial stent implantation about three days later. The initial intended lesion vessel was the right superficial femoral artery. The vessel characteristics at the target site are no calcification, tortuosity, 100% stenosis, no acute angle or bifurcation, and a chronic total occlusion. About two months later, the patient underwent percutaneous balloon dilatation of the left lower extremity and an unknown endovascular stent implantation. Afterwards, fever, redness and swelling of the right lower limb appeared, and stent infection and sepsis were considered. About a month later, the right thigh was amputated, and intraoperative pseudoaneurysm formation was found at the bridging of the two stents, and later the patient's right lower limb infection was identified as possible "mars stent implantation by medical damage". The hospital reported it as an adverse event to the china nmpa directly. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned because the device was disposed of in the hospital since the patient had a leg amputation.

Event description:
As reported, about three years ago a 6 mm x 150 mm smart 120 vascular self-expanding stent was implanted with a non-cordis 6 mm x 200 mm stent to the right lower extremity during percutaneous balloon dilatation and intra-arterial stent implantation. The patient recovered well after surgery. The patient was admitted to the hospital about three years ago with a complaint of intermittent pain in both lower extremities for more than two months. After completing the preoperative examination and excluding contraindications to surgery, the patient underwent percutaneous vascular balloon dilatation of the right lower extremity and intra-arterial stent implantation about three days later. About two months later, the patient underwent percutaneous balloon dilatation of the left lower extremity and an unknown endovascular stent implantation. Afterwards, fever, redness and swelling of the right lower limb appeared, and stent infection and sepsis were considered. About a month later, the right thigh was amputated, and intraoperative pseudoaneurysm formation was found at the bridging of the two stents, and later the patient's right lower limb infection was identified as possible "mars stent implantation by medical damage". The hospital reported it as an adverse event to the china nmpa directly. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
Complaint conclusion: about three years ago a 6 mm x 150 mm smart 120 vascular self-expanding stent was implanted with a non-cordis 6 mm x 200 mm stent to the right lower extremity during percutaneous balloon dilatation and intra-arterial stent implantation. The patient recovered well after surgery. The patient was admitted to the hospital about three years ago with a complaint of intermittent pain in both lower extremities for more than two months. After completing the preoperative examination and excluding contraindications to surgery, the patient underwent percutaneous vascular balloon dilatation of the right lower extremity and intra-arterial stent implantation about three days later. About two months later, the patient underwent percutaneous balloon dilatation of the left lower extremity and an unknown endovascular stent implantation. Afterwards, fever, redness and swelling of the right lower limb appeared, and stent infection and sepsis were considered. About a month later, the right thigh was amputated, and intraoperative pseudoaneurysm formation was found at the bridging of the two stents, and later the patient's right lower limb infection was identified as possible "mars stent implantation by medical damage". The hospital reported it as an adverse event to the china nmpa directly. The product was not returned for analysis. A product history record (phr) review of lot 17989779 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿infection and pseudoaneurysm¿ were not confirmed. The device was not returned for analysis, and neither were procedural film/images. The exact cause could not be determined. Vessel characteristics of moderate calcification and 80% stenosis may have contributed to the reported event. An infection is the invasion of tissues by pathogens, their multiplication, and the reaction of host tissues to the infectious agent and the toxins they produce. A pseudoaneurysm, also known as a false aneurysm, is a locally-contained hematoma outside an artery or the heart due to damage to the vessel wall. The injury passes through all three layers of the arterial wall, causing a leak, which is contained by a new, weak, "wall" formed by the products of the clotting cascade. A pseudoaneurysm does not contain any layer of the vessel wall. This differentiates it from an true aneurysm, which has all the three layers of the vessel wall, and a dissecting aneurysm, where there is a breach in the innermost layer of an artery and subsequent dissection/separation between the tunica intima and the tunica media. Pseudoaneurysm, being close to the vessel, can be pulsatile; it may be mistaken for a true aneurysm or dissecting aneurysm, or vice versa. These are known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Prolonged ischemia due to the stent occlusion, causes a decrease in limb perfusion threatening limb viability. Amputation is necessary to preserve viability in the healthy part of the limb. The events reported could not be confirmed as the product was not returned for analysis and procedural images were not received, and no determinations could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported events. However, patient factors and pharmacological factors are likely as the event occurred 3 years after implantation. According to the information for user (IFU), ¿appropriate antiplatelet/anticoagulant therapy should be administered pre and post procedure¿. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.